Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield base unit was returned for evaluation: device history record (DHR): shows no abnormalities related to the reported failure. Unit received with the shock cushion worn from routine use. The 6-inch transitional teeth were worn and needed to be replaced. Adjustment wrench has worn threads. General maintenance and cleaning required at this time. Complaint confirmed via inspection of the unit. The handle is loose and not locking properly.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the a2101 mayfield ultra base unit was locked, the unit was able to move when pressure is applied. There was no known injury or surgery delay.